Event description:
Drill has green light indicating power but will not work.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
Drill has green light indicating power but will not work.

Manufacturer narrative:
(B)(4). For products manufactured by a third-party supplier, a review of the certificate of compliance is considered equivalent and can be performed in lieu of a DHR review. A review of the certificate of compliance was performed with no findings available. Two ifus will be referenced for this investigation. The ez-io driver IFU (8048a rev. 04) states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". "When storing the vascular access pak (vap), remove the trigger guard to prevent accidental activation of the ez-io power driver". "Shelf life for the power driver is 10 years". The ez-io needle IFU (8087a rev. 04) states, "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone." A review of the certificate of compliance found that the driver passed all the release criteria. The device was released in 04/2009 and is approximately 13 years old. Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample returned to evaluate. Complaint verification testing could not be performed as no sample was returned for analysis. A review of the certificate of compliance found that the driver passed all the release criteria. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. However, based on the serial number provided, the driver was used beyond its shelf life. The IFU states, "the driver and its battery have a shelf life of 10 years." It is not recommended that a driver be used passed its shelf life. This driver is approximately 13 years old. In-service ci-0000283 was requested since the driver was found to be used beyond its shelf life. Teleflex will continue to monitor and trend on complaints of this nature.